Manufacturer narrative:
Reference the following patient identifiers for the following systems: system 1 - (B)(6) - aviva meter ¿ serial number - (B)(4), system 2 - (B)(6) - aviva meter - serial number - (B)(4).

Event description:
Customer reportedly received the following results on two different aviva meters, within 10 minutes: 300's mg/dl and 170 mg/dl on primary aviva meter (system 1), and on the secondary aviva meter (system 2), 170 mg/dl and 300 's mg/dl. Same vial of strips used with both meters. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.